Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. Multiple events on (B)(6) 2011 would indicate the device was switching itself on automatically. The pad-pak was removed on this date and re-inserted on (B)(6) 2011 and again on (B)(6) 2011 and continues to switch on unitl (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. The pad pa, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.